Event description:
The lay user/reporter called lifescan (lfs) in 2006, and alleged that her daughter's meter was prompting an error 4 message. The med affairs spec mailed a letter in 2006 since the user could not be reached by telephone for further clarification. The pt was unable to test on her meter due to the error 4 message. Her mother took her to the physician to have her vital signs and her blood glucose tested. The pt was reportedly feeling thirsty at the time of the event. The result obtained at the physician's office is unk, however, the pt took 1 unit of novolog. It is not clear if the physician gave her the insulin and / or if the pt took it on her own. It would have been helpful to know, how long the pt was unable to test on her meter, what the result was at the physician's office, if the pt was treated with the 1 unit of novolog or if she took that herself, what the pt's medication regimen is, and if she adjuested it while she was unable to test. The error 4 issue was not resulved with troubleshooting. This complaint is being reported, as the pt was unable to test on her meter, resulting in a htperglycemic symptom of thirst, and a visit to the physician, where she may or may not have treatment by her physician. A replacement meter has been sent.